Manufacturer narrative:
Additional information h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4)

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment; each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. In a separate visit the lens was exchanged for a replacement lens of longer length different power. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Correction data: h6 - investigation conclusions (d): 4310. Claim# (B)(4).